Event description:
When using a multileaf collimator to form a port, & calculating dose using the "fft" convolution algorithm, the focus rtp system is not looking at the multileaf collimator leaf positions to define the portal outline used in dose calculation. Rather, focus is using the anatomical structure or customized port outline. The result could be an innocent isodose distribution for the condition, where the multileaf collimator portal outline does not coincide with the anatomical structure or customized port outline.